Manufacturer narrative:
Date of event is (B)(6) 2012 and date of this report is (B)(4) 2012. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated patient 2 generated false elevated architect magnesium (6.5 mg/dl) that repeated lower (3.1 and 2.5 and 2.7 and 2.7 and 2.7 and 2.7 and 2.7 mg/dl) as expected on a patient sample. The account uses a normal magnesium range of 1.6 to 2.6 mg/dl. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The likely cause changed from clinical chemistry magnesium, list 7d70, to architect c8000 , list 1g06. An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Extensive instrument troubleshooting was performed on architect c8000 serial (B)(4) which involved multiple part replacements and the performance of precision and carryover studies. The information the customer provided recently indicates that samples tested after switching from the stat centrifuge to the routine centrifuge have generated consistent magnesium results. Therefore, the investigation team was unable to rule out inadequate centrifugation as the cause of the discrepant magnesium results observed at the customer site. No adverse or non-statistical instrument trends in conjunction with discrepant magnesium results were documented in the (B)(6) 2012 metrics. The architect system operations manual provides adequate information on requirement, specimen collection, and limitations of results interpretation. Clinical chemistry magnesium reagent package insert, describes suitable specimens, results, and limitations of the procedure. Based upon the available information, no product deficiency or malfunction was found.